Manufacturer narrative:
The following fields were updated due to corrected information: d.4. Medical device lot #: 20065106. H.6. Investigation: a 2000e-04 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20065106. Further information provided by the customer appears to indicate that a flow restriction is observed when the smartsite is connected to a mobifuser product. No flow restriction was observed when connected to surefuser and folfuser products. A review of the production records for lot 20065106 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue.

Event description:
It was reported that a smartsite needle-free connector had an occlusion during use. The following was reported by the initial reporter: "no flow/ not priming. Device that did not empty during infusion (photo attached). According to the feedback form, the device flowed prior to connection and after disconnection. The device was connected to the patient on (B)(6) 2020 at 10am and disconnected at 5pm and the volume remaining in the device was 250ml. The device was connected via PICC line (powerpicc solo). The device restrictor was taped to the patient's skin and it was noted that the patient did not keep the device at the same level as the restrictor. There was no impact to the patient's treatment. A credit will be arranged and the faulty device will be collected by slade health."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a smartsite needle-free connector had an occlusion during use. The following was reported by the initial reporter: "no flow/ not priming device that did not empty during infusion. According to the feedback form, the device flowed prior to connection and after disconnection. The device was connected to the patient on (B)(6) 2020 at 10am and disconnected at 5pm and the volume remaining in the device was 250ml. The device was connected via PICC line (powerpicc solo). The device restrictor was taped to the patient's skin and it was noted that the patient did not keep the device at the same level as the restrictor. There was no impact to the patient's treatment. A credit will be arranged and the faulty device will be collected by slade health."